Event description:
On (B)(6) 2019, the patient received the following results within 15 minutes: 203 mg/dl and 101 mg/dl. On (B)(6) 2019, the patient received the following results within 15 minutes: 182 mg/dl and 88 mg/dl.